Event description:
The customer reported to olympus, that the evis exera gastrointestinal videoscope did not insufflate and had no air/water flow. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, it was found that the nozzle was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the malfunction documented in b5, the additional evaluation findings were as follows: the plastic distal end cover had a stain at the channel opening, the objective lens had glue on lens, the light guide lens had glue on the lens, no issue with the air/water supply after nozzle was removed, and the angulation up direction was out of specification. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.